Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are: nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number. Customer discarded device, nothing to return.

Event description:
In this event it is reported that profile vortex blue 04/25 25mm file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.